Event description:
Complainant alleged that while attempting to treat a (B)(6) female pt, the device displayed "paddle fault" and "calle fault" messages. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.